Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4).

Event description:
It was reported the dyonics 25 fluid management system pressure was suddenly increased from 75 to approx. 120 during an arthroscopy of the ankle. It is still unclear how this could happen. However, they are confident that they did not press the lavage button on the display on the pump. The patient is well. There was a reported 1 to 3 minute delay. No medical intervention required to prevent injury.

Manufacturer narrative:
Device investigation narrative - one dyonics 25 pump part number 7211010 was received on 01/21/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was observed. Unit appears to be in average condition. Complaint of erratic pressure level changes could not be reproduced. Product passed functional testing with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pressure change abruptly or increase during burn-in. All functions perform as expected. No problem found. (B)(4).